Manufacturer narrative:
Biomerieux conducted an internal investigation in response to a customer complaint of delayed results due to a bci connect connection issue with myla® v4 virtual machine (ref. 421993, s/n: (B)(6)). Review of the customer mirth logs confirmed the behavior described by the customer (i.e. Messages from myla/bci connect are not being sent to the lis). The connection works as intended in the other direction; requested messages are successfully sent from lis and received myla/bciconnect. Communication was restored via manual restart of the bci connect services. Review of the log files and system event logs did not identify any error(s) related to the issue reported by the customer. The root cause was not determined; biomerieux r&d was unable to recreate the customer issue. H3 other text : the device was not returned to the manufacturer.

Event description:
A customer in finland notified biomérieux of delayed results due to a bci connect connection issue with myla® v4 virtual machine (ref. 421993, s/n: (B)(4)). The client observed that no blood culture results were received in lis since the (B)(6) 2021, 6:30 pm. On 15feb2021, a field service manager (fsm) remotely connected to the myla server and noticed bci connect had stopped sending results. He restarted mirth services and could see that results were being sent to lis again. The number of involved samples is unknown. It appeared that test requests were coming through the system normally. There was a delay greater than 24 hours in reporting results. There is no indication or report from the laboratory that the delayed results led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.